Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing. This oversensing was found to be due to noise. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.

Event description:
New information notes that the right ventricular lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Event description:
New information received notes that the programming changes were successfully completed. The patient was stable and asymptomatic.